Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic due to having a symptomatic non-sustained ventricular tachycardia episode, which was appropriately detected. Far r-wave oversensing was observed. Programming changes were made and the problem was resolved. The patient will be monitored with routine follow-ups.